Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level such as in the range of 300 mg/dl to 400 mg/dl, 127 mg/dl, in the range of 260 mg/dl. The customer¿s current blood glucose value was 253 mg/dl. The customer¿s blood glucose level was 353 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 209 mg/dl, 218 mg/dl, 247 mg/dl, 56 mg/dl, 55 mg/dl, 230 mg/dl. The customer treated high blood glucose with insulin pen. The customer was using the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.